Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the cubie ejected during restock. A technical support specialist (tss) dialing into the station, it was verified that the station was out of service. The customer was advised to check the inservice checkbox in the server. While on the call and monitoring the station, the customer performed onsite troubleshooting and found that the out of service banner had disappeared. The customer confirmed the issue was resolved and granted permission to close the ticket. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the customer was unable to sign in to the station. The customer had placed the refrigerator in maintenance mode and subsequently received a login error stating that the device was out of service and only support users could sign on. The customer reported no issues logging in to other pyxis stations. The customer reported that they had to access the medications from main pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.